Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on plunger clamp in position #12. Fse replaced both clamps. The instrument was tested without further problem and was returned to expected operation.